Event description:
The account stated that the bed was noisy and when raised, wouldn't stay up all the time, it would drift down slowly.

Manufacturer narrative:
Upon inspection, the tech found that the ball screw assemble was dry and very dirty and the motor coupler was cracked. He cleaned and lubricated the ball screw assembly and replaced the motor coupler, but the bed continued to drift. He replaced the ball screw assembly to repair the bed.